Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call load reservoir anomaly on the insulin pump. Troubleshooting was performed. Customer advised they were unable to exit the load reservoir process. Customer was unable to rewind the insulin pump without an alarm issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected rewind anomaly noted and reservoir load screen was able to exit from testing. No reservoir alarm defects noted. (B)(4).